Manufacturer narrative:
Section d4 has been updated to include the model number and UDI number. A device history record review could not be performed because the lot number provided with the complaint was not valid. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One decontaminated catheter was received at the manufacturing site for evaluation. Functional testing could not be completed as the sample was received damaged. However, the reported condition was confirmed. A review in the manufacturing process of the drainage bag shows that the reported condition was not generated in the production line. The catheter is a purchased component from a supplier. The operator receives the catheter inside of a sleeve to assemble it with the pvc tubing, the catheter is not removed from the sleeve during this process. The catheter is then assembled with the adapter at the workstation (sub-assembly area) and again the catheter is not removed from the sleeve. Therefore, the reported condition was not generated during the manufacturing process of the drainage bag. The reported condition has been found to be associated with the supplier. As a result, a complaint notification has been sent to the supplier along with the sample to initiate the investigation of the root cause and request corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the catheter broke in half, leaving half the catheter in the patient. The balloon had deflated, they believe the issue was anatomical. Removal required some lubrication and manipulation; nothing invasive was required for removal.